Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited elevated thresholds. The physician suspected a micro-dislodgment. The lead was capped and replaced. The patient was stable post procedure.